Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a decline in mental status. Following a recent pump implant, the patient's healthcare provider (hcp) had been increasing the pump dose by 5%. On (B)(6) 2012, it was increased from 410mcg/day to 430mcg/day. On (B)(6) 2012, the patient was taken to the emergency room due to an acute decline in mental status. The emergency room determined the patient had been 'narcotized' with narcotics that the patient had been receiving at her nursing home, and the pump was programmed to a minimum rate. The hcp was never informed that the pump was reprogrammed to minimum rate, and following that change, the patient was 'extremely spastic'. The hcp planned to adjust the dose back up. The hcp reported that the 'patient was doing well at 430mcg/day' prior to the event. The medication in the pump was lioresal (baclofen). Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8709, lot# l64337, implanted: (B)(6) 1999, product type catheter; product ID 8575, lot# j12441r, implanted: (B)(6) 2005, product type accessory. (B)(4).